Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v454536, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
The patient reported not feeling stimulation, loss of therapy and implantable (ins) therapy not working. The patient reported poor communication screen with antenna attached. Unplug antenna. Place patient pp directly over ins, on skin. Sync but this did not resolve the reported issue. The pp will not connect with or without antenna. Pp batteries have been changed. She has not used the pp and her ins maybe depleted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.